Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft broke. A synergy ii everolimus-eluting platinum chromium coronary stent system 2.25 x 24 was selected for use and the shaft broke. No complications were reported.